Event description:
It was reported that there was ventricular undersensing causing false asystole and bradycardic episode detection in the implantable loop recorder (ilr) approximately one month post implant. The ilr remains in use. There were no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.